Manufacturer narrative:
Conclusion: the actual device was returned with the cannula cap detached from the cannula tabs and missing. No more damages were noted during visual examination. The instrument was functionally tested and it worked as intended. It is possible that the cannula cap dislodged due to excessive forces applied to the device during use.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, after the 4th or 5th fire, the white tip was hanging off from the end of the device but was still attached when in the patient. The device was removed from the patient and another like device was used to complete the procedure with no adverse patient consequences.